Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had cosmetic damage and keypad anomaly. The customer¿s blood glucose was 115 mg/dl. Customer reported that the buttons did not worked on insulin pump and the insulin pump had crack. Troubleshooting was done for keypad anomaly and cosmetic damage. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. Customer was advised to monitor the time display. Customer stated that the minutes changed on display. Customer stated that the side of the battery compartment had damaged. Customer stated that the lip ring was damaged. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly during testing. No damage on keypad assembly or keypad connector noted during visual inspection. Audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm noted during self test and confirmed in insulin pump history due to broken trace on keypad assembly. Device also received with cracked case(battery tube) and cracked battery tube threads.